Manufacturer narrative:
It is reported the broken final screwdriver was discarded at the hospital, therefore no product evaluation can be performed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference 3003853072-2016-00091 and 3003853072-2016-00092.

Event description:
It was reported during a revision surgery due to incorrect placement of the transpedicular fixation system, the final screwdriver shaft head was broken in the process of blocker removal. The broken part of the fell in the patient and was retrieved using general surgical instruments. The surgeon completed the surgery using another instinct screwdriver. The surgery was delayed ten (10) minutes. The x-ray examination led to this discovery and confirmed the incorrect location of the screw.

Manufacturer narrative:
The manufacturing records were reviewed; there were no indications of manufacturing issues which would contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage. Since the device was not available for return, no further conclusions can be drawn.